Event description:
It was reported that: a service rep was performing an installation of an apl valve on the anesthesia machine. The service rep attached the apl valve and upon lifting the upper part of the valve to place it into spontaneous mode, the top part of the valve came apart.

Manufacturer narrative:
Eval is pending, info will be provided in a follow up report.